Manufacturer narrative:
This issue "mv images have wrong date stamp when a common clinical workflow is used" is a known issue and has been tracked and trended since march of 2009. Considered by varian as not to be a significant safety risk, a workaround was identified for this issue, such that the customer should close the pt instead of pressing 'save image'. When pt is closed, image records are saved prior to the image save and therefore, the image dameon would not change the creation date. In 2009, a discrepancy report (dr) was logged and the issue fixed in the version 8.6.17 production release. The issue still exists for customers with versions < 8.6.17. As a result of this most recent complaint received 02/23/2011, varian performed a new risk hazard analysis (rha), in which the latest complaint and trending info were considered and evaluated. As a result of this rha, varian determined on 03/22/2011, that this malfunction, should it recur, could potentially result in serious harm, and has issued a CAPA to further address this issue for customers with versions <8.6.17. All corrective action related to this malfunction will be reported under the guidelines of 21 cfr part 806. No add'l f/u to this MDR is expected.

Event description:
(B)(6) hospital have logged three episodes for three different patients on their linac e (dmx-s sn (B)(4)) following a recent retrofit for obi 1.4. A further (fourth) case was also seen on their linac b (s/n (B)(4)), although at the time of writing, no further details had been provided for this. All obi = 1.4.13.0 / 4ditc = 8.3.0 sp12. Mv images were acquired, displayed on obi and used for on-line matching. The images did not seem to be saved back to the aria 8.5 database at the end of the session though (i.e they were not visible in either pt viewing task or off-line review). Although this appears only to have been seen on a small number of patients in all, the customer is concerned that the mv images were not visible in the database after the session was closed. The images were used on-line for matching, but no off-line checks (after treatment) could be made for these cases. There was no serious injury reported as a result of this event.